Event description:
Received information stating customer's pump unexpectedly shutdown. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow up MDR will be submitted.